Event description:
It was reported that the charger did not illuminate and would not charge devices, and a replacement was arranged after troubleshooting and education were completed. Investigation included remote assessment and replacement logistics. Investigation of this case revealed a charger malfunction with failure to power or display status. No clinical symptoms during the event reported. Outcomes included no reported injury, no alerts, and no alarms. It was concluded, based on previously established findings for similar reports, that the cause was a defective charger component.